Manufacturer narrative:
The associated complaint device was not returned. A clinical analysis indicates that there is insufficient clinically relevant documentation was provided, therefore, a thorough medical investigation cannot be performed. However, the contributing factors (post-op fall with subsequent quad-tendon tear) reportedly led to the revision. The patient impact beyond possible pain and the revision procedure itself cannot be determined. No further medical assessment is warranted at this time. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported the patient fell post op and tore quad tendon. Procedure to fix quad included poly swap.